Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2668420: (B)(6): no complaint against the device. Device returned to device analysis. (B)(6): no complaint against the device. Device returned to device analysis. (B)(6): a25 no apparent adverse event, e2403 - no clinical signs, symptoms or conditions. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0) the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (B)(6) - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported "deflation". This record is for the right side. Device remains implanted.